Manufacturer narrative:
H3, h6: the device, used in treatment, has been received and evaluated. A visual inspection reported damage to the outer casing. The functional evaluation found no faults, the device performed within expected parameters. We have not been able to establish a relationship between the reported event and the device. Probable causes include kinks, leaks and blockages, the IFU offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during treatment the renasys pump was not performing suction, a backup was used to continue the treatment and no patient harm was reported.